Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and tracheal cuff failed to inflate. A visual inspection was performed and it was observed there is a clean cut slit in the main body of the cuff. The most probable root cause is the cuff body came in contact with a sharp utensil or object. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an endobronchial tube cuff was leaking. The customer reported that during use, a leak was confirmed. The customer alleged that a hole was found on the cuff. No patient harm was reported.

Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an endobronchial tube cuff was leaking. The customer reported that during use, a leak was confirmed. The customer alleged that a hole was found on the cuff. No patient harm was reported.